Event description:
Caller reported a cartridge alarm, specifically alarm 20. There was no adverse impact to the customer's blood glucose level, as it remained at 132 mg/dl. Technical support assisted the caller in loading a new cartridge properly, and the issue was resolved successfully, allowing the customer to resume insulin therapy. No additional information regarding the product lot number was available.